Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 18-dec-2017, a field service engineer (fse) was dispatched to the customer's facility. Fse confirmed that half of the screen was missing and replaced the lcd (liquid-crystal display) on the g8. Fse tested the instrument and the display worked as expected. The g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from 04-nov-2016 through 04-dec-2017 for similar complaints was performed. There was one similar complaint complaints identified during the searched period. The g8 operator's manual under chapter 2: preinstallation provides information, guidance on proper installation environment for the instrument. For the lcd display, it states "operation panel the operation panel is a monochrome lcd with touch keys. The operation is controlled through the touch keys on the screen. All settings may be made from the screen. Individual basic function keys such as power, start, stop, home and error reset are provided on the right side of the display. Routine operations are performed with these keys. The most probable cause of the reported event was due to defective lcd display screen.

Event description:
On (B)(6) 2017, customer reported the lcd (liquid-crystal display) on the g8 instrument only displays half of the screen. On 18-dec-2017, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.